Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they just finished recharging their implant to 100% and the stimulation was still not giving them any stimulation. Patient stated that they turned the stimulation on with the toggle button and there was no stimulation at all. The issue began today. Patient connected to the mystim app, confirmed they were able to connect to their therapy settings and the therapy was on. Patient was on group b with program 1 at 1.2 ma. Patient increased the stimulation and mentioned they feel the stimulation in their lower back across their hips but said that they were starting to feel the stimulation but it was not at the point where it was before and they would like to have a little more. Patient switched to group and stimulation in program 1 was 5.2 ma. Patient then increased the stimulation and they feel the stimulation in their lower back across their hips. Patient mentioned they could tell it was higher but it wasn't uncomfortable or anything but if they had to lay on their back it would probably be too much. Agent reviewed with patient they can try group a in the meantime and monitor. Agent also reviewed with patient if they weren't getting any relief they can switch to group c and if they were getting any relief in any of the groups to follow up with their healthcare provider to further address the issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.